Manufacturer narrative:
(B)(4) a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral leg component was implanted about 1 cm below the renal arteries via right side approach, followed by a contralateral leg component on the left side. An additional contralateral leg component was implanted to extend the stent graft system on the right side. After the endoprostheses were placed, a procedural angiograph reportedly revealed a proximal type I endoleak. An aortic extender component (pla260300j/17405904) was to be placed below renal arteries to treat the proximal type I endoleak. However, the device was reportedly deployed at a tilted angle, and the ostium of the right renal artery was partially and unintentionally covered. A non-gore manufactured coronary stent was placed in the right renal artery using a chimney technique. Blood flow to the right renal artery was preserved, and the proximal type I endoleak was resolved. The patient tolerated the procedure.